Event description:
It was reported to covidien that the pulse and spo2 were not properly displayed. The segments were not lit. The front board was replaced and the unit is working well. There was no patient involved.

Manufacturer narrative:
(B)(4).